Event description:
Received per from maquet (B)(4) on 09/17/09 stating, "the heartstring seal was found crack during unpack." Replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. Institute: (B)(6).

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).